Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery measurement was 2.8926 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered. No patient alerts. (B)(4).

Event description:
It was reported that since implant the threshold on the right ventricular lead had been increasing. At a recent follow-up the battery voltage on the implantable cardioverter defibrillator (ICD) had unexpected longevity of less than five months. The lead and ICD remain in use. No patient complications have been reported as a result of this event.